Event description:
The customer stated that the insulin pump alarmed hardware low level failure. The insulin pump was able to clear the alarm and the displacement test was passed.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information has been updated and provided in b5 section of this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the retention ring was missing. The customer stated that the reservoir did lock into place. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Event description:
Information received by medtronic indicated that the retention ring was attached and a small piece was missing. The customer stated that the reservoir did lock into place. The customer stated that the insulin pump alarmed hardware low level failure. The insulin pump was able to clear the alarm and the displacement test was passed. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
S/w ver 4.11j. Retainer = clear. Case type = ngp. The customer returned the pump for an alleged pump error 63 alarm and damage on the retainer found on (B)(6) 2021. The pump passed the displacement test however, the pump alarmed pump error 63 during the self test. Successfully downloaded the trace and history files using thus. A review of the pump history file reveals there were no recorded pump error 63 alarms on or close to the event date (11/23/2021) however there was a pump error 63 (variable 3) alarm that occurred on 1/14/2022 at 06:45 and 1/15/2022 at 16:32 due to a broken trace at pin 6 (sda) of u1 on the keypad assembly. The pump was cut open for a visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, and force sensor. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during the physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, cracked retainer, and pillowing keypad overlay. Pump error 63 (variable 3) alarm during the self test and found in the history file is confirmed due to a broken track on the keypad assembly. Cracked retainer is confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.